Event description:
Two days post implant, patient developed pericardial tamponade and was found to have a perforated ventricle. Patient presented to the ER with complaint of chest pains and shortness of breath. X-ray revealed moderately sized left pleural effusion. Patient had an immediate thoracotomy and the lead was explanted. Patient is stable condition after surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and found to be within specification. The damage found was sustained during the surgical procedure.